Manufacturer narrative:
Physical analysis cannot be performed. Implant not returned. No osseointegration was not achieved.

Event description:
Bone quality at the time of implant failure type iii. Mobility was reported. Time of loss in relation to the implantation was before prosthetic restoration. Primary stability was achieved. Osseointegration was not achieved.